Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Device received with scratched case, keypad overlay texture damage and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis and stayed in intensive care unit. The customer blood glucose level was 569 mg/dl at the time of incident. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was reporting that the insulin pump was not giving insulin. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.